Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to the components having moisture from the leak, causing what may be detected as corrosion (or stain). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the forceps elevator wire of the evis lucera duodenovideoscope was completely broken. The event was identified during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. The device was returned to olympus. An evaluation of the returned device revealed, the light guide lens was discolored or dirty. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the forceps elevator wire (k-wire) being cut was confirmed. The k-wire abrasion caused the guide wire angle to not reach the standard value. Additional findings are as follows: the bending angle in the upward direction did not meet the standard due to wear of the angle wire, the play of the up/down knob was out of the specified value due to wear of the angle wire, waterproofing was not possible due to the breakage of the distal end. The forceps did not move due to the breakage of the wire, the forceps elevator movement does not meet the standard due to the breakage of the knob wire/forceps elevator wire, the bending section cover adhesive was broken, the connecting tube had wrinkles, switch button 3 was deformed, and the control part is corroded by water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.